Manufacturer narrative:
H.6. Investigation: one customer photo was received for evaluation. Upon review of the photo, there is a previously used bd push button blood collection set appearing to have blood leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set after retraction blood splatter occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that blood splashed all over after retracting the needle. Additional info received: was there any exposure to the mucosal membranes due to the blood leakage?no.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set after retraction blood splatter occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that blood splashed all over after retracting the needle. Additional info received: was there any exposure to the mucosal membranes due to the blood leakage? No.